Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the 1925 pages of medical records information it appears that on (B)(4)2013, the patient had a non-responsive and hypotensive episode during dialysis. The patient was sent to the emergency room and sent back to the dialysis clinic. Treatment was completed and the patient aws discharged home. There is no documentation in the medical record that shows a causal relationship between the patient's dialysis treatment and products to the patient's non-responsive or hypotensive episode. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2013, the patient started her dialysis treatment at 06:20. At approximately 8:00, the patient was sent to the emergency for a seizure/syncope like episode and was non-responsive. During this episode the patient's bp dropped from 179/105 to 58/20 in 3 minutes. Staff administered 600 cc of normal saline. The patient was returned from the emergency room shortly afterwards to the clinic and dialysis treatment was completed. Patient was then discharged home.